Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse observed fluid dripping from the cuvette wash probe #3 and discovered that valve v0 on the cuvette wash manifold was stuck open. The fse replaced valve v0 to resolve the leak and verified repair per established procedures. Failure mode of the leak is attributed to a faulty valve v0. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported obtaining cuvette not dry before first reagent inject error message from the unicel dxc 880i synchron access clinical system. A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the phone and the customer discovered a drop of fluid on the wash/vacuum probe upon troubleshooting for the error. The cts advised the customer to stop and home the instrument but the drop remained. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and eyewear at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.